Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('discusses removal of migrated coil') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine/ headache") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal discharge ("vag. Discharge"), back pain ("back pain") and uterine haemorrhage ("abnormal uterine bleeding related to remaining coil"). The patient was treated with surgery (on (B)(6) 2017 ablation and on (B)(6) 2015 underwent removal of right essure, d&c). Essure was removed. At the time of the report, the device dislocation, menorrhagia, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, metrorrhagia, vaginal discharge, migraine, vaginal haemorrhage, back pain and uterine haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, migraine, pelvic pain, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2010 (previously reported) (B)(6) 2011. Plaintiff received treatment for dysmennorhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), migraine. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: pfs received : events- "abnormal bleeding (vaginal), back pain, abnormal uterine bleeding related to remaining coil", lab data added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal discharge ("vag. Discharge") and migraine ("migraine"). The patient was treated with surgery (ablation and salping. (Unilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, metrorrhagia, vaginal discharge and migraine outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2010 (previously reported) (B)(6) 2011. Plaintiff received treatment for dysmennorhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), migraine. Quality-safety evaluation of ptc: unable to confirm complaint. On (6-sep-2019:plaintiff fact sheet received: event injury was updated to events: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), vaginal discharge and migraine. Essure removal details added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.